Event description:
On (B)(6) 2009, the pt reported that within the past 2 months, he has noticed several times that the luer lock area of his insulin infusion set tubing has a white cloudy appearance and he will get a "no delivery" error message on his infusion device (competitor product). He stated this has occurred with 2 different lot numbers. He said he will change the tubing or try to manually squeeze the cloudy area out through the tubing. He stated that will temporarily clear the error. He stated he does not see any bubbles in his cartridge or tubing. He said he can prime with his tubing attached occasionally, but usually has to change the tubing. He changes his tubing every 6-7 days and the luer lock does not appear to be damaged. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.